Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the visual inspection of the received pfna blade impactor has shown that the weld on top, which fixes the cap of the handle at the shaft is broken apart. Therefore, the handle can be separated from the shaft. The device is in a used condition, there are marks of many and strong hammer blows on the cap. The blue handle has some small deformations/dents from use. The edging on the shaft is faded from use and reprocessing. In addition, the tip section is in a used, but undamaged condition. The complaint is confirmed as the handle of the impactor is not fixed anymore due to the broken weld. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.410. Lot: 9827325. Manufacturing site: (B)(4). Release to warehouse date: 19 april 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral trochanteric fractures by using the proximal femoral nail antirotation (pfna) system. During the surgery, after insertion of the blade, the surgeon tried to lock the blade, but was unsuccessful as the impactor got stuck in the blade due to a wrong locking direction of the blade. As he could not lock the blade, he tried to pull out the impactor. Then, the handle of the impactor came off and broke. He removed the blade with a guide wire and sleeve, and then inserted the blade again by using another instrument. There was no consequence to the patient and the surgery was successfully completed with a less-than-30-minute delay. No further information is available. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown), unk - guides/sleeves/aiming: sleeve, (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).